Event description:
It was reported that a patient underwent a weil osteotomy procedure utilizing a twist-off screws on (B)(6) 2013. During the procedure, the surgeon exerted pressure to break one of the twist-off screws from its shank, resulting in perforation through the patient's bone. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Three different twist-off screws were utilized during the procedure. It is unknown which screw the surgeon had the issue with. Therefore, the following sections could be one of the lots / expiry dates / manufacturing dates. Information for all three units are as follows: lot number - dnccb4, dnhbt7 or dpdcny. Expiration date - february 28, 2022; june 30, 2022 or march 31, 2022. Manufacture date ¿ february 27, 2012; june 12, 2012 or march 25, 2013. Review of device history records show that all lots released with no recorded anomalies or deviations.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Examination of returned device was inconclusive.